Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation stopped for a few days then the stimulation started again. It was noted the ipg was fully charged and all impedance values were normal. Surgical intervention may take place to address the issue.